Event description:
Procedure was renal stenting of stenosed renal artery. Guidewire was positioned across lesion and dynalink 5mm/28mm was deployed. When pulling system back, the tip of shaft was stationary (unretrievable). Tip floated into bed of kidney (renal pelvis).